Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that when sending to the first trajectory, the accuracy appeared inaccurate when using the passive planar probe. They redid the snapshot, but it still looked inaccurate. They reregistered, and accuracy looked good. They placed the first screw on the right l5, but when sending to the left l5, it did not appear accurate. They used the dilator to check accuracy, and in the axial view it was accurate, but in the lateral view, it was inferior and almost reached s1. The surgeon used the navigation system and imaging system to place left l5 and redo right l5 since it was greater than 5 millimeters (mm) medial. There was a 15 minute delay. Impact on patient outcome unknown.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. System passed all testing. No hardware was replaced and the system performed as intended. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was fine and no issues were reported. The surgeon stated she didn¿t see a dural tear during procedure.

Manufacturer narrative:
B5. Additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.